Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733823, serial/lot #: unknown. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that some pins of the cable were broken. No patient was present at the time of the event. Additional information was received stating that the cable was not able to be used. The camera was still able to communicate with the system.